Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 17 june 2020: lot 091940: (B)(4) items manufactured and released on 10-sep-2009. Expiration date: 2014-07-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in 9 years and 7 months from the revision surgery reporting pain due to a loose stem. The surgeon revised the medacta stem and head with another company's product and revised the medacta liner with a medacta liner. The surgery was completed successfully.